Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump was stuck in the rewind process. The customer's blood glucose was 600 mg/dl. The customer stated that he experienced symptoms of diabetic ketoacidosis. He stated that the insulin pump was not responding to button presses, but it was found that the insulin pump was suspended. He was advised to resume the insulin pump. The customer was advised to manually prime the set with the plunger, and insulin was able to exit. He was able to complete the prime but pulled the infusion set out. He walked through the prime process again and was able to complete it successfully. He corrected the fill cannula amount and did not require any further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.